Event description:
It was reported that this was an attempted device implant. This is all the information received at this time and additional information has been requested. No adverse patient effects were reported. Received additional information this pacemaker was disconnected for a lead revision due to loss of capture (loc) and high thresholds. This device was re-implanted successfully with no patient complications and remains in service. Outside of the revision, no adverse patient effects were reported.

Event description:
It was reported that this was an attempted device implant. This is all the information received at this time and additional information has been requested. No adverse patient effects were reported.